Event description:
The reporter contacted animas on (B)(6) 2012 reporting that for the past month, the contrast keypad button had a lag in response. The patient reportedly wore in a pocket and did not clean the pump. This report is made based on the allegation of the keypad response issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: evaluation revealed that the rubber keypad was intact. Evaluation revealed that the keypad buttons responded appropriately. Evaluation also revealed that there was contamination under the contrast button key contact. Unrelated to the complaint, evaluation revealed a cracked battery compartment. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.